Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Customer changed pump supplies to address the issue and successfully resumed insulin delivery.